Event description:
It was reported following successful angioplasty and uneventful stent placement in the right middle cerebral artery (mca), the physician decided to post dilate the stented region using a balloon catheter (subject device). Imaging taken after this dilation noted a vessel perforation in the stented region. The physician re-inflated the balloon catheter at the perforation site allowing the vessel to heal. The patient was reported to be in stable condition and without deficit due to the vessel perforation.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, analysis cannot be performed. Based on review of the information available there is no indication that the reported event is related to product specifications nonconformance. However, vessel perforation is a known risk associated with endovascular procedure and noted as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported following successful angioplasty and uneventful stent placement in the right middle cerebral artery (mca), the physician decided to post dilate the stented region using a balloon catheter (subject device). Imaging taken after this dilation noted a vessel perforation in the stented region. The physician re-inflated the balloon catheter at the perforation site allowing the vessel to heal. The patient was reported to be in stable condition and without deficit due to the vessel perforation.